Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the forceps/irrigation plug accessory was incorrectly reprocessed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible that there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the user facility. The event can be detected/prevented by following the instructions for use which state: the instructions for use warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.